Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to low amplitude morphology measurements, causing t-wave oversensing. Troubleshooting was performed, and the patient's qrs morphology observed to be wide. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.